Event description:
It was reported that the customer had a frozen screen. Customer stated that the time is not changing. Customer's blood glucose level was 4.6 mmol/l. Customer stated that there is no response from the buttons. Customer did not receive an alarm during or after the buttons became unresponsive. Customer is not able to try with the pump remote. Customer inserted a new battery and all the buttons were responding. Customer received an unexpected restart alarm, but was able to clear it. Customer stated that the time is still not changing. Customer rewound the pump and it is still stuck in 1.6u for priming and everything is frozen again. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer agrees to return the pump for analysis. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. No frozen display anomaly noted.